Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 43 mg/dl. Cause was not known. Customer consumed carbohydrates to address bg. The customer declined follow-up troubleshooting with tandem technical support, therefore no additional information could be obtained.